Event description:
A pt reported blood glucose results of 147 and 74 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Two control solution tests were run with the meter and test strips and both reportedly were out of the expected control solution range.